Manufacturer narrative:
The exact date of the event is unknown, the event occurred 3 months ago.

Event description:
It was reported that the patients ipg was at its end of life. The patient underwent an explant procedure. The explanted device was not returned.